Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty in removing the product mandrel occurred. A 2.50x20mm promus element plus stent delivery system was selected to treat the lesion. The physician had a problem in the removal of the mandrel because it was stuck to the catheter, promoting break in the attempt to remove it. The procedure was completed with another of the same device. However, returned device analysis revealed mid shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a break in the midshaft. The break was located at 1mm proximal to the port. The product mandrel was inserted through the tip and wire lumen. No kinks were noted with the wire lumen. When an attempt was made to withdraw the mandrel slight resistance was noted. However, when the mandrel was withdrawn it was noted that the mandrel was kinked at 2.2cm from its distal end. It was this kinked section of the mandrel that resulted in the resistance experienced during withdrawal. As part of the analysis, a different size mandrel was inserted through the wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).